Event description:
Pedicle screws and plates were placed in rptr's lower back and she has had constant pain since. The plates are now broken and she is in more pain than ever. The day after her back surgery she had to have a vena cava filter put in because of severe blood-clots.